Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: cam not synchronized the device was received in good visual condition and with no reload present. After further analysis it was noted that the cam was not synchronized not permitting that the firing mechanism to return to its home position. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the right distal channel shroud cam synchronization post was found broken not allowing the cam synchronization after the firing mechanism was deployed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when placing the second "charge is stuck" and the blade did not slide. There were no adverse consequences for the patient.